Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was explanted on (B)(6) 2021.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient experienced discomfort at the ipg site after losing significant weight. As a result, surgical intervention may occur to address the issue.